Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "belt temperatures too low after nip roller and heated section.". The lot number was unknown; therefore, the device history record could not be reviewed. The product catalog number and the lot number for this device were unknown. Therefore, bd was unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that they had a patient on the arctic sun device, the device was alarming fluid delivery line open, and the water flow rate (wfr) was fluctuating from 0.3 to 1.1 l/min. Nurse stated that they did pause therapy earlier for an MRI, but they took the pads off and left them in the room for the MRI. They had three pads on the patient, and the nurse was unsure of which size. One pad was on the back and one pad was on each leg. Had nurse pause therapy, empty the pads, and disconnect the pads. Had nurse rotate connector sites on the fluid delivery line (fdl) and reconnect the pads holding only the blue tubing and not the clear plastic clamps. All tubing was straight with no kinks. Nurse resumed therapy, after a minute the device alarmed low flow or air leak and the water flow rate (wfr) was 0 l/min. Had nurse empty the pads and disconnect. Walked nurse through placing device in manual control at 4c. System diagnostics were outlet monitor temperature (t1) was 9.1c, outlet control temperature (t2) was 9.1c, inlet temperature (t3) was 9.9c, chiller temperature (t4) was 4.5c, water flow rate (wfr) was 2.3 l/min, inlet pressure (ip) was - 7.2, circulation pump command (cpc) was 99 percentage, mixing pump command (mpc) was 100 percentage, heater command (hc) was 0 percentage, water reservoir level (wrl) was 5, system hours were 1,529 and pump hours were 1,301. Had nurse add one leg pad back, water flow rate (wfr) was 2 l/min, inlet pressure (ip) was -4.4. Nurses added second leg pad and water flow rate (wfr) was 0.9 l/min, inlet pressure (ip) was -1.1 psi. Nurse noted it was a little harder to attach. Nurse removed this pad and added third chest pad water flow rate (wfr) was 2 l/min and inlet pressure (ip) was -3 psi, circulation pump command (cpc) was 100 percentage and mixing pump command (mpc) was 74-90 percentage. Nurse noted the device sounded loud while it was running, sounded like the motor or fan was running loud through the phone. Suggested nurse go ahead and swap to a new device, explained the circulation pump command (cpc) was working extremely hard and might be contributing to why the device was having a hard time with enough pressure for adequate flow. Informed nurse once they did swap to a new device, if they had any issues with the water flow rate (wfr) and they might need to swap the second leg pad for a new universal pad. Informed nurse once they swapped devices to call back with any issues.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the nurse stated that they had a patient on the arctic sun device, the device was alarming fluid delivery line open, and the water flow rate (wfr) was fluctuating from 0.3 to 1.1 l/min. Nurse stated that they did pause therapy earlier for an MRI, but they took the pads off and left them in the room for the MRI. They had three pads on the patient, and the nurse was unsure of which size. One pad was on the back and one pad was on each leg. Had nurse pause therapy, empty the pads, and disconnect the pads. Had nurse rotate connector sites on the fluid delivery line (fdl) and reconnect the pads holding only the blue tubing and not the clear plastic clamps. All tubing was straight with no kinks. Nurse resumed therapy, after a minute the device alarmed low flow or air leak and the water flow rate (wfr) was 0 l/min. Had nurse empty the pads and disconnect. Walked nurse through placing device in manual control at 4c. System diagnostics were outlet monitor temperature (t1) was 9.1c, outlet control temperature (t2) was 9.1c, inlet temperature (t3) was 9.9c, chiller temperature (t4) was 4.5c, water flow rate (wfr) was 2.3 l/min, inlet pressure (ip) was - 7.2, circulation pump command (cpc) was 99 percentage, mixing pump command (mpc) was 100 percentage, heater command (hc) was 0 percentage, water reservoir level (wrl) was 5, system hours were 1,529 and pump hours were 1,301. Had nurse add one leg pad back, water flow rate (wfr) was 2 l/min, inlet pressure (ip) was -4.4. Nurses added second leg pad and water flow rate (wfr) was 0.9 l/min, inlet pressure (ip) was -1.1 psi. Nurse noted it was a little harder to attach. Nurse removed this pad and added third chest pad water flow rate (wfr) was 2 l/min and inlet pressure (ip) was -3 psi, circulation pump command (cpc) was 100 percentage and mixing pump command (mpc) was 74-90 percentage. Nurse noted the device sounded loud while it was running, sounded like the motor or fan was running loud through the phone. Suggested nurse go ahead and swap to a new device, explained the circulation pump command (cpc) was working extremely hard and might be contributing to why the device was having a hard time with enough pressure for adequate flow. Informed nurse once they did swap to a new device, if they had any issues with the water flow rate (wfr) and they might need to swap the second leg pad for a new universal pad. Informed nurse once they swapped devices to call back with any issues.